Manufacturer narrative:
Medical device expiration date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing disconnected from the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11448964 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris secondary set disconnected from the drip chamber. The following information was provided by the initial reporter: the secondary set disconnected from the drip chamber.